Event description:
Patient reported via sales representative that "in (B)(6) had surgery and experienced complications and 10 days later got sepsis and in (B)(6) [surgeon] removed the left breast implant and galaflex. The right side was left in." Galaflex is a non-(B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).